Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was non-intuitive at the tip of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with the complaint, but failure analysis has not yet been completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was analyzed and found to have a bent grip. The grips were not found to be cracked. The complaint was confirmed by failure analysis.